Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was always getting air bubbles in her reservoir and tubing line. Customer stated by the second day of use, she switched to her older pump and the issue did not happen. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was not stored at room temperature. Customer reported that she takes the insulin out of the refrigerator when first opening a new vial and lets it sit out but then she puts the vial back in the fridge. Customer stated that she will follow the proper procedures and go back to her new pump.